Event description:
It was reported via email that the door on the cub could open unintentionally during use. Manufacturer's investigation is still ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via email that the door on the cub could open unintentionally during use. Manufacturer's investigation is still ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the top rails have gaps between the seams, but this would not have prevented the side rail from latching or becoming unlatched during use. The issue was resolved for the customer by replacing the unit.